Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No specific device failure had been alleged and medical records have not been provided. We have contacted the initial reporter to request add'l info. It was reported that the pt developed a fistula, which is a known possible adverse event listed in the IFU. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, the mesh remains implanted. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's husband: it is alleged in 2005 the pt was implanted with composix e/x hernia patch for an incisional hernia. Following the implant the pt began experiencing some issues such as fever, bowel issues, back pain, burning sensation in the area of the repair, and flu-like symptoms in which she was evaluated at the ER and md office and underwent add'l radiological testing. In 2012 the pt underwent a laparoscopic hysterectomy, during this procedure the surgeon noted scar tissue in the area of the mesh, also there were loops of bowel that had fistulated through the mesh/ wrapped around the mesh. The surgeon has recommended removing the mesh; however the mesh has not yet been removed. The pt is currently scheduled to see a specialist about her medical condition and continues to have "episodes" of flu-like symptoms and bowel issues.